Manufacturer narrative:
Insulin pump received with corroded battery cap contact. However, insulin pump had normal operating currents. No unexpected off no power alarm or weak battery alarm noted. Insulin pump received with cracked display window corner, reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported that the insulin pump alarmed off no power and weal battery. Troubleshooting was done. Customer's blood glucose was 203 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.